Manufacturer narrative:
Alleged failure: arcing at base of head the failure alleged in the complaint record was not replicated/confirmed during the product investigation. Based on the functional testing, the alleged claim was unable to replicate when the whole tip was completely submerged in saline during activation as noted in the user's instruction. A possible cause could have been the probe (tip) was not completely covered with saline. The probable root cause/s could be the tip (whole) was not completely submerge in saline during activation. Withdrawing the probe during application of power. Stack up discrepancy between outer lumen and tip assembly which all may cause a short circuit due to water ingression. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the probe was arcing at base of head. There was no patient involvment and therefore no adverse consequence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4)

Event description:
It was reported that the probe was arcing at base of head. There was no patient involvement and therefore no adverse consequence.